Event description:
The customer contacted philips healthcare to report that the buttons on lower half of monitor were not working. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.